Event description:
Ocu-guard implanted in 1998 (indication unk). Over the course of the year, cellulitis, drainage and exposure occurred. Infection set in repeatedly and the ocu-guard was explanted (date unk). No further information available at this time; requested from the surgeon five times.